Event description:
It was reported by the healthcare professional that the patient had a mandibular reconstruction plate implanted in 2013 and it was at their consultation in (B)(6) 2021 they were made aware the patient had pain of the jugal muscles. The plate was removed and it was noticed that the plate is fractured. There is no other information known at this time.

Manufacturer narrative:
The macroscopic appearance of the device points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. The fracture surfaces were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) shows the appearance of a forced rupture. Furthermore, the top surface of fragment #1 in the area of the breakage shows a crack resulting from high bending forces. The fractographic investigation with scanning electron microscopy shows a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the healthcare professional that the patient had a mandibular reconstruction plate implanted in 2013 and it was at their consultation in (B)(6) 2021 they were made aware the patient had pain of the jugal muscles. The plate was removed and it was noticed that the plate is fractured. There is no other information known at this time.